Manufacturer narrative:
The device remains implanted. X-rays provided were reviewed and confirmed lead migration. A root cause for lead migration could not be definitively determined. The evoke scs system surgical guide states: "the risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the device met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. An x-ray confirmed lead migration. Reprogramming was unsuccessful in restoring therapy. A revision procedure was completed and the lead repositioned.